Manufacturer narrative:
(B)(4). The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when an intraocular lens (iol) was implanted in a patient's right eye, a scratch was observed on the lens. The iol was not removed from the eye. No product will be returned as the lens remains implanted as of to date. No further information was provided.

Manufacturer narrative:
If explanted, give date: not applicable as the lens remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when an intraocular lens (iol) was implanted in a patient's right eye, a scratch was observed on the lens. The iol was not removed from the eye. No product will be returned as the lens remains implanted as of to date. No further information was provided.